Event description:
It was reported that in 2007, a PICC was placed in the right upper arm, in 2008, leakage was found during the infusion. The examination revealed the catheter fractured at 2 cm above the puncture point, immediately identified the catheter through films was found in the pulmonary artery.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.